Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during investigation, the keypad was found to be intact with all the keys responding appropriately to user presses. The keypad cover was removed and there was no contamination found under the key contacts. There were no button contact defects observed. The original complaint was unable to be duplicated. Unrelated to the original complaint, the pump cover was removed and there was evidence of internal moisture son the flex connector and internal components.